Manufacturer narrative:
A used unknown, primary plum set connected to an unknown, extension set w/ piercing pin and additive port was received for evaluation. As received, the sample was connected to an, 5% dextrose 250ml bag. No additional damage or anomalies were observed. The sample was tested as returned configuration and no leaks were reported. However, after the set was tested, a separation and a leak from the spiros were observed. The sample was disassembled, and no considerable damages were found that might lead to the leak that was observed on the spiros. The complaint of leak can be confirmed. The probable cause of the leak is unknown. A DHR lot # review could no be conducted because no lot number was identified.

Event description:
The complaint/event occurred on an unspecified date and involved an unknown primary plum set (unknown list number and unknown lot) in 'bag number 7'. The reporter stated that the tubing presented an unspecified malfunction. There was no report of human harm associated with the customer's reported complaint/event. This complaint became reportable upon review of the complaint investigation that was approved on 11sep2024. Upon complaint investigation, the following was identified: a used unknown, primary plum set connected to an unknown, extension set w/ piercing pin and additive port was received for evaluation. As received, the sample was connected to an, 5% dextrose 250ml bag. No additional damage or anomalies were observed. The sample was tested as returned configuration and no leaks were reported. However, after the set was tested, a separation and a leak from the spiros were observed. The sample was disassembled, and no considerable damages were found that might lead to the leak that was observed on the spiros. The complaint of leak can be confirmed. The probable cause of the leak is unknown. A DHR lot # review could no be conducted because no lot number was identified. This emdr reflects the third out of three return samples test results.